Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During visual inspection of the device it was found that the power connector of the unit was corroded, and the unit cannot extract error log. Contamination finding dust and dirt. Also, corrosion on the metallic surface were found and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
In previous report device problem code was for foam degradation, but the manufacturer received information alleging power connector of the unit was corroded. Now, section h6 has been updated/corrected. In addition, component code grid updated/ corrected.